Event description:
The customer reported that they were having problems with the acoustic signal on the central station (piic).the device was in clinical use at time the issue was discovered. There was no delay in patient treatment, or any lack of awareness to the patient's condition, as the alarm visually alerted the attending clinicians at the piic, and also visually and audibly in the patient's room. The patient details were not available.